Event description:
(B)(4) 2015 - provider alleges unit frame is bent where the upholstery is across the bar. No other information provided.

Manufacturer narrative:
Additional information will be added as it becomes available.